Manufacturer narrative:
Iris field service engineer was sent to the customer location and the fse observed breaks in the flow. The fse replaced the evacuation bypass valve (ebv), p/n: 700-3880, to resolve the issue. The fse re-reran controls and the controls passed. The fse also reran patient samples and confirmed instrument performance was passing. The system was operational. (B)(4).

Event description:
The customer stated they are failing positive controls on their iq200 instrument. The positive control failure was intermittent. The customer stated there were no erroneous results generated or reported out of the lab.